Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with cracked select button keypad overlay, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 700 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin drip in the hospital. Based on customer report customer did not allege insulin pump was under delivering. Customer performed displacement test. Customer refuses troubleshooting. The insulin pump will be returned for analysis.